Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for bowel dysfunctional/ sacral nerve stim and gastrointestinal/pelvic floor. Patient stated she was implanted for fecal incontinence. She had a little bit of fecal leakage on tuesday. Patient indicated she increased from 7 to 8 and she then noticed she started having urinary incontinence. She never had that before. Patient stated it was light the first two times but today, she sneezed and a flood of urine came out of her. The change in symptom was considered sudden. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.